Manufacturer narrative:
The product will not be returned for analysis. Medtronic's investigation is currently in progress.

Event description:
Medtronic received information that during use of this biocal 370 heater/cooler, the instrument would not heat the water. The instrument was changed out with a backup and there was no resulting adverse patient effect. Field service was dispatched to examine the instrument. Additional information was later obtained indicating that the customer could not identify if the water source used to make ice for the instrument was de-ionized. Per the IFU, de-ionized water should be used in the biocal.

Manufacturer narrative:
The reported water heating issue was verified during field service analysis at the customer facility. The issue was resolved by replacing the heating element. After the repair preventive maintenance was performed and the device met specifications. Medtronic's investigation has determined that the hospital is using chlorine as a cleaning agent as a part of the cleaning protocol. The operator's manual recommends the use of a non-corrosive chemical such as a glutaraldehyde-type of solution and not chlorinated bleaches. The customer could not identify if the water source used to make ice for the instrument was de-ionized. Per the IFU, corrosive agents and tap water should not be used with the biocal.

Event description:
Medtronic received information reporting that during use of this bio cal 370 heater/cooler, the instrument would not heat the water. The instrument was changed out with a backup and there was no resulting adverse patient effect. Medtronic field service was dispatched to the customer facility to perform analysis and repair. Additional information was later obtained indicating that the customer could not identify if the water source used to make ice for the instrument was de-ionized. In addition, the customer indicated that bleach is recirculated in the instrument as part of their cleaning protocol. Per the operator's manual, corrosive agents and tap water should not be used with the bio cal.

Manufacturer narrative:
Supplemental submitted to change "device available for evaluation?" To yes. Product was evaluated by a medtronic service technician at the customer facility.